Event description:
It was reported that after completion of a da vinci myomectomy procedure, a wire was sticking out of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both pitch cables broken at the distal clevis hub. Both of the cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity testing was performed and passed. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cables found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.